Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that after surgery the patient experienced discomfort. So, the lens was exchanged in the secondary implant procedure. Additional information was received and stated, the patient only experienced discomfort and no vision.

Manufacturer narrative:
Additional information has been provided in d.9., h.3., h.6., and h.11. The lens was returned inside a cylindrical tube. A purple lid (r) was on one end of this container and a white lid (l) was on the opposite end. The lens was removed to evaluate. The optic was cut into two pieces, typical of an insertion and removal. One optic portion was cracked on the anterior optic surface near the edge. The posterior optic surface has a small cracked area near the edge. Product history records were reviewed and the documentation indicated the product met release criteria. Associated product information was not provided. The product investigation could not identify a root cause for the reported complaint. The lens was returned cut into pieces, typical of an insertion and removal. The optic had additional damage. Each lens is subjected to a 100 percent assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The power and resolution of the returned lens could not be re-evaluated due to the optic damage. Information was provided that the company (1.50cyl), 24.0 diopter, (1.5 extended depth of focus) lens was replaced with an unspecified lens model. Additional information was provided the initial lens was implanted on (B)(6) 2021 and explanted on (B)(6) 2023. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).